Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log there was no harm or injury reported. The device was not in patient use. During the device's evaluation at a third-party service center the customer's complaint was confirmed. The display (pca) board has internal damage. "The test cannot be performed it also does not allow updating the software, so it fails". The technician recommended replacing the device's display board to address the issue. Additionally, the device's inlet side panel and outlet side panel were replaced due to physical damage. The particulate filter and the inlet filter were replaced according to necessity for the periodic maintenance that was performed. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.

Event description:
The manufacturer received information alleging a ventilator inoperative error code was discovered in the device's event log there was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete